Manufacturer narrative:
The following hospital names were provided; however it was not specified which products are related: (B)(6) hospital, (B)(6) health baptist.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.